Event description:
It was reported that two lesions were present in the severely calcified circumflex, one in the mid circumflex and one in the proximal circumflex. Both lesions were pre-dilated. A bare metal stent was put in to cross the lesion in the mid circumflex but was unable to cross. The lesion was pre-dilated again. A 2.25mm x 08mm endeavor resolute rx drug eluting stent was then put into the mid circumflex and was unable to cross. The bare metal stent was then put back into the mid circumflex, was able to cross and was deployed. The endeavor resolute rx device was returned for evaluation. When the device returned to the manufacturing facility, the stent was missing from the balloon. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was not returned. Crimp impressions were evident along the balloon. The distal tip was damaged. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent embolism), patient condition affected effectiveness of the device (patient lesion morphology-severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology-severe calcification). (B)(4).